Manufacturer narrative:
Device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. Despite several requests, no information has been received regarding the explantation reasons or experienced symptoms. This is a combined initial and final report.

Event description:
The explanted device was received at worldwide headquarters. Despite requests no further information has been received.